Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient has recently experienced elevated blood glucose levels 500mg/dl with moderate ketones. The pump settings were reviewed and the I:c ratio, isf and bg target, and basal rates were found to be correct. The patient indicated that their hcp made changes to the basal rates the week prior. The reporter indicated that the patient is frequently going on and off of the pump and going on manual injections. Due to this the pump history is inconsistent. The patient was walked through placing a new infusion site. The patient indicated that they were not aware that the tubing should be placed in the notch prior to cocking the device. The patient also stated that she has been having a lot of stress lately and this may be contributing to her high bgs. The pump history showed that there was 1 instance on (B)(6) 2012 where the prime volume was low, which may not have been sufficient to prime the tubing. This report is being made based on the allegation that the patient experienced elevated blood glucose levels which may have been related to multiple use error factors and elevated stress.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). The pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported high blood glucose, due to continued use.